Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated atrioventricular node ablation procedure on an unknown date. During the procedure, the patient experienced pacing inhibition due to oversensing during the use of the ablation catheter. The patient did not experience any complications during the event.